Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source after being removed for cremation. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately four days post the device system implant.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source after being removed for cremation. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately four days post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Additional information: the certificate of death was received from the funeral director and indicates the cause of death was cardiopulmonary arrest due to acute coronary syndrome due to coronary artery disease. Significant conditions contributing to death were platelet aggregating factor, chronic obstructive pulmonary disease, hypertension, and diabetes. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was apparent explant damage. A visual analysis was performed only. (B)(4) the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The outer insulation had a breached cut. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was apparent explant damage. A visual analysis was performed only.